Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument moved in the wrong direction. The intended instruction was up, but the instrument went down. The issue was persistent. The issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The movements of the surgeon scale were appropriately to the instrument and the timing of instrument movement was appropriate. There was no shakiness or friction experienced/observed. There was no injury to the patient and there was no recording of the procedure. Isi received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a loose pitch cable at the grip hub. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the prograsp forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a prograsp forceps instrument did not work in the desired direction, and the instrument tip keeps going downwards. The procedure was completed with no reported injury.